Event description:
Latex-free surgeon's gloves during surgery, when bone cement touched the latex-free surgeon's gloves, they disintegrated. While co states that package insert addresses this with a warning, hosp staff unable to find such insert in glove box. Also, individual gloves should be marked but are not and box should be marked and is not. (*)